Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's implantable defibrillation lead presented to the hospital following an automobile accident. Noise and decreased threshold measurements was observed on the implantable defibrillation and left ventricular (lv) lead. The noise was oversensed resulting in pacing inhibition. The noise was reproduced with pocket manipulations, resulting in asystole. An invasive procedure was performed. The implantable defibrillation lead was suspected to have fractured and was replaced. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.